Manufacturer narrative:
Device p cap or reservoir locked properly in place. Device received with cracked keypad overlay and scratched case. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had chipping around the retainer ring and also insulin pump was exposed to fluid. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.